Manufacturer narrative:
(B)(4).

Event description:
It was reported that during product preparation for a multi-lumen access catheter (mac) insertion, the spring wire guide (swg) was observed to be kinked. The event occurred prior to use on the patient, and the device was not used. There was no patient involvement. No patient injury, harm, or adverse health consequences were reported in association with this event.